Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 6.22 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).